Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018, she experienced hypoglycemic symptoms described as "strong perspiration, no reaction without forces but conscious" and experienced "loss of consciousness". Customer reported an "ER-3" message appearing on her adc freestyle libre reader display after inserting a strip and being unable to test. Customer was orally treated with "orange juice with 4 pieces of sugar" by her husband and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated with retained test strips and a new issue was observed. Visual inspection was performed on the reader and no issues were observed. The reader did power on with button depression. Control solution testing was performed and the test did not start. The reader was sent for further investigation and de-cased. Upon internal inspection, debris and dust was observed on the pcb (printed circuit board) and on strip port. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6) 2018, she experienced hypoglycemic symptoms described as "strong perspiration, no reaction without forces but conscious" and experienced "loss of consciousness". Customer reported an "ER-3" message appearing on her adc freestyle libre reader display after inserting a strip and being unable to test. Customer was orally treated with "orange juice with 4 pieces of sugar" by her husband and no further treatment was reported. There was no report of death or permanent impairment associated with this event.